Event description:
It was reported that there were increasing thresholds in the right ventricular lead since the implant. The lead was explanted and r eplaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation of the lead was melted. The visual analysis revealed apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).